Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a strand of hair was found on the indwelling foley catheter tip that seemed to stuck before insertion. Per follow up via ibc on 11jan2022, the hair would be outside of the catheter tip.

Event description:
It was reported that a strand of hair was found on the indwelling foley catheter tip that seemed to stuck before insertion. Per follow up via ibc on 11jan2022, the hair would be outside of the catheter tip.

Manufacturer narrative:
The reported event was confirmed cause unknown. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product was not used for patient treatment or diagnosis. The product caused the reported failure. A potential root cause for this failure could be environmental, alcohol, operation error. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation was concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.